Manufacturer narrative:
Other relevant device(s) are: product ID: 9733580, serial/lot #: (B)(4). A representative went to preform a system check out. It was reported that there were parts replaced and the system preformed as intended. Analysis came back and it was reported that, the foot switch port was found to be inoperative when the break out box was connected to a known good system. There was a noted open in the break out box. All instrument ports were functional returning green status and normal tracking was preformed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the foot switch was not recognized by the system. They were able to duplicate the issue, but the foot switch was recognized when plugged into a different navigation system. There was no patient involvement.